Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. During the pre-repair diagnostics assessment, it was determined that the device failed for visual assessment and for cutter insertion assessment. It was further determined that the device had a drilled tip. It was observed that the bearings were worn out and loose, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment, not allowing the cutter device to pass through. It was determined that the failure was caused by worn out bearings. It was determined that these issues were consistent with normal wear over time. It was further determined that the issue with the drilled tip was consistent with failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to user error (drilled neuro tip) and worn out bearings from normal use and servicing over time (cannot insert cutter). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the bearing was failing on the craniotome device. During device evaluation, it was determined that the device had a drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.